Manufacturer narrative:
Concomitant medical products: product ID 37642, implanted: (B)(6) 2015, product type: programmer, patient. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 37642, implanted: (B)(6) 2015, product type: programmer, patient. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that a 'hcp telephone receiver mark' was displayed on the patient programmer and the patient&#62688;physical condition was poor. 'Doc' was displayed below the hcp telephone receiver mark. The patient was examined by an hcp and they could not determine the cause so the hcp contacted a manufacturing representative. When the implantable neurostimulator (ins) was interrogated by a clinician programmer, the programmer displayed therapy was on zero percent. After the first interrogation, therapy on was 99 or 100 percent. The ins was on with the battery at 2.9v. The cause of the error was unknown. The manufacturing representative stated the ins had been turned off and there was no response from the patient programmer when trying to turn the ins on. The manufacturing representative believed the ins had been off continuously since the last time telemetry was performed. The patient initially visited the hospital and their hcp due to being in a bad condition, but there was currently no problem with the patient&#62688;condition. The patient's indication for use is parkinson's disease. Refer to manufacturer report #3007566237-2016-00362.

Manufacturer narrative:
Product ID: 37642, serial# unknown, implanted: (B)(6) 2015, product type: programmer. Patient product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# unknown, implanted: (B)(6) 2015, product type: programmer.

Event description:
Additional information received from a manufacturing representative reported the error message had disappeared.